Event description:
A physician attempted arteriotomy closure using the starclose device in the right common femoral atery. Post procedure, the pt complained of "tired" right leg. Seven days later, a surgeon performed pci for a lesion in the right femoral artery. The current status of the pt is fine.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.